Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Corrected h6 (device) 2923 - dislodged or dislocated device code was removed since there was no indication of a disassociation event being reported.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation alleges irrigation, debridement and placement of prostalac. Surgeon reported that there was a copious amounts of purulent exudate in the hip joint itself, and purulence in the femoral canal. Surgeon also observed that the acetabular cup and liner were grossly loose. Doi: (B)(6) 2010; dor: (B)(6) 2012; left hip.